Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a missed meal announcement while using the ilet, with a highest blood glucose of 327 mg/dl for about one hour, and a cracked device screen was noted. Symptoms included no acute health effects. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Investigation included complaint handling and user education regarding meal announcements. Investigation of this case revealed user error related to a missed meal announcement and an observed cosmetic/device damage to the screen. It was concluded that the hyperglycemia was attributable to the missed meal announcement and that the cracked screen was reported without associated clinical impact. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.